Event description:
The manufacturer was contacted regarding an I-neb device due to complaints that the device would stop and signal the end of treatment, with the medication disappearing from the chamber after 5 minutes of treatment. There is no allegation of patient harm or serious injury. No medical intervention has been specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.